Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue was most likely patient condition since the implant was aborted due to patient's anatomy. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number. A new code was added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported the insertion of impella 5.5 device to a patient with cardiomyopathy was unsuccessful due to the cardiac anatomy. The device was unable to pass the aortic valve and the case was aborted. There was no report of adverse effects to the patient. The patient was being escalated to an impella 5.5 from an impella cp device. During implant of the impella, through the right axillary approach, once the 0.035 guidewire and catheter were inserted into the ascending aorta, the surgeon stopped and discussed the "severe" angles of the patient¿s anatomy. The surgeon removed the guidewire and shot contrast to better image the anatomy. Carotid approach was discussed; however, the surgeon agreed that the angle was too acute for the device and refused sternotomy. Therefore, the impella 5.5 device implant was aborted. The patient was transferred back to the unit in stable condition with the impella cp in place and working well.